Manufacturer narrative:
The generator was returned for failure analysis; however, no issue could be found. The unit was installed onto the test system and manually power cycled 10 times. The e-100 powered on with no issue each time. The unit was left idle for 30 minutes to confirm that unit did not power down after extended periods, no issue was found. The vessel sealer instrument was installed onto unit with a saline dipped gauze in the jaws. E-100 was fired with yellow pedal/sync activation and cut/seal about 100 times. Unit worked fine without any issue. The reported failure could not be replicated.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, e100 was shutting down by itself after a certain amount of time while powered on. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced generator to resolve the issue. The system was verified and ready to use. Isi has received the generator for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.